Event description:
A patient was scheduled for rhinoplasty. The surgeon used 2% chloraprep for skin preparation. Surgery time was almost five hours. When the patient woke up in pacu complained of burning sensation on both eyes. The eyes were wet with saline, which helped a little. Patient was transferred to same day surgery recovery in the afternoon, where she continued to complain of burning in the eyes. Pain level was 8 in the scale of 10. Lacrilube was applied and there was a short relief. Patient stated that it was burning like a cleaning solution had got in her eyes. About an hour later the pain in eyes was 7 in the scale of 10. The eyes were irrigated with normal saline. Patient was discharged home an hour later. The next day the patient was seen by the eye doctor and she was told that the outer layer of the eyes was burned.======= reporter's responses ======reporter indicated no defects were noted on the device. The only known allergies for the patient were to amoxicillin, chocolate, and seasonal allergies. They believe that is possible that the chloraprep traveled to the patient's eyes, but it was not observed at the time of the event. Chloraprep catalog number is 260815.